Event description:
It was reported that after ten hours after insertion of the intra-aortic balloon, the pump began experiencing helium loss alarms and blood was seen entering the gas tubing. The intra-aortic balloon was removed and a replacement was placed via a guide wire exchange. The second intra-aortic balloon was removed when bleeding was noted at the insertion site. There were no pt complications.